Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted photo confirmed the reported damage to the unlock tool. The submitted photo confirmed that the handle of the unlock tool was detached from its shaft. A specific cause for this finding and a duration of time for which the unlock tool was damaged could not be conclusively determined through this evaluation. It was reported that in the or (operating room), the surgeon had to unlock the pump and requested the unlocking tool. The tool was handed to the surgeon with the t bar missing. The tool was not used on a patient. No patient issues were witnessed or reported. The clinical specialist clarified that this was not the first time that the tool was used. Multiple requests for additional information were sent to the center; however, no further details were provided. To date, the unlock tool has not been returned for evaluation. The heartmate iii lvas (left ventricular assist system) surgical hand tools instructions for use (IFU) explains that the heartmate 3 unlock tool is an optional tool that can be used to open the slide lock mechanism. This IFU instructs to visually inspect the instruments before each use. Do not use the instrument if there are signs of corrosion, discoloration, and/or pitting, or if mechanical wear is noted, particularly in areas where the instrument joins with heartmate 3 components. Prior to use, inspect each tool for damage or wear. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the surgeon had to unlock the pump and requested the unlocking tool. The tool was handed to the surgeon with the t bar missing. The heartmate 3 surgical unlocking handtool was broken. A product replacement was requested. The broken tool was in the surgical tray and was not used on a patient. It was unknown when or how this happened. No patient issues were witnessed or reported. The account needed to report the event internally then was to return the device. The account needed to check with internal sterilization about the missing piece. This was not the first time that the account used the t bar but it may not have been used for over 6 months.